Event description:
Nurse was giving an intramuscular shot to this pt in his right gluteus maximus muscle. Nurse heard a loud pop, pulled the needle out immediately, inspected needle, needle intact but small blue plastic part broken where needle connects to syringe.